Event description:
It was reported that the patient experienced lack of pain relief following pump implant. The patient stated that she had been taken off of oral medication 30 days prior to the implant. The patient was under the impression that since the trail was great and she was pain free that once the pump was implanted she would be ¿in a more comfortable place¿; however, the patient was still ¿in such pain.¿ the patient stated that the pump ¿doesn¿t work.¿ the patient also had a personal therapy manager (ptm) and was allowed to deliver 3 boluses/day, 1 bolus/360 minutes, and 4 boluses/24 hours. The device system delivered dilaudid and marcaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).